Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was returned for evaluation. No defect was observed during visual inspection and leak testing. Reported condition was not confirmed and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cystoflo bag leaked near its tubing. This occurred during patient infusion. After this was noticed, the bag was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.